Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15252063 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15252063. Outer member subassembly lots 15246961 and 15249881 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Polyimide guide wire lumen subassembly lot 15242750 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During treatment of a long 90% stenosed lesion in the moderately calcified and tortuous left common to external iliac artery the 10x60 smart control iliac stent was delivered and released. However, the stent jumped forward and was placed distal to the lesion. An additional, unknown stent was placed proximal to the lesion and the entire target lesion was fully covered. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The stent was constrained within the outer sheath when removed from the tray with no abnormalities noted. The black dotted pattern with a grey background was clearly visible on the thermal indicator. There was no difficulty encountered when flushing the stent delivery system (sds). It is not known what size sheath was used. The site was accessed via ipsilateral approach. It is not known if the lesion was pre-dilated. There was no thrombus present. The locking pin was in place during advancement towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no resistance while crossing the lesion; however, it was reported that there was resistance while releasing the stent. The tantalum markers were observed to have opened symmetrically. The stent remains implanted and the delivery system is not available for analysis. A review of the manufacturing documentation associated with lot 15252063 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer member subassembly lots 15246961 and 15249881 and polyimide guide wire lumen subassembly lot 15242750 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Polyimide guide wire lumen subassembly lot 15242750 was reviewed. Based on the available information and without the delivery system for analysis, no definitive conclusion can be made. However, the patient's anatomy, the encountered resistance during deployment, and procedural manipulation may have contributed to the reported event. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken.

Event description:
During a (pta) percutaneous transluminal angioplasty, the smart control iliac 10x60cm was delivered and released, but the stent jumped forward and placed distal to the lesion. An additional stent (details unknown) was placed proximal to the lesion and the entire target lesion was fully covered. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. No product will be returned. No thrombus was noted proximal to, at, or distal to the lesion site. Resistance was noted while releasing the stent. The sds did not pass through a previously placed stent. No further information was available. The smart control locking pin was in place during advancement towards the lesion, and the locking pin was removed before attempting to deploy the smart control stent. Prior to stent deployment, the sds was advanced past the lesion and then withdrawn back into the lesion. Also, the smart control sds was laid flat and straight outside the patient. No unusual force was applied during deployment of the stent. The tantalum markers (smart control) were observed to open symmetrically. During removal from the tray, the stent still constrained within the outer member/sheath. There was no difficulty encountered when flushing the (sds) stent delivery system. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible, and the product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU, and nothing unusual was noted about the stent delivery system prior to use. The target lesion was the left common to external iliac artery (long lesion) that was moderately calcified and vessel tortuosity, the rate of stenosis was 90%. The approach was ipsilateral.